Event description:
It was reported that the patient presented for in clinic follow up with the implantable cardiac monitor exhibiting post-sensed t wave over-sensing. Programming interventions were made. The patient was in stable condition.